Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while the contact was programming the customer's pump settings, the pump unexpectedly shutdown. Reportedly, the pump was fully charged prior to the shutdown. During troubleshooting with tandem's technical support, the pump turned on after being charged for an hour. Blood glucose was 300 mg/dl.